Event description:
It was reported to philips that the system was unable to perform x-rays with the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by using the hand switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. Upon troubleshooting actions, fse disassembled the cover of the wired footswitch and identified that the microswitch was loosen. Fse adjusted the microswitch of the wired footswitch to an appropriate position. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.